Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer) and h6 (device code). H3: product evaluation: the device was returned for evaluation. Customer report of calcification, stenosis, and leaflets thickened and immobile was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis and leaflet thickened. Minimal host tissue overgrowth was observed on the stent circumference at the inflow aspect. Leaflet 3 had a 6mm tear at the cusp area and calcification was evident at the tear. Hematomas were observed on leaflets 3 on the outflow aspect. A suture remained attached to the sewing ring around leaflet 3. Sewing ring cloth was cut around commisure 1 on the inflow aspect.

Manufacturer narrative:
Corrected section b5 (description): the valve model number included in the description was incorrect and it was changed to 7300tfx25. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including rheumatic heart disease.

Event description:
Edwards received notification that this valve model 7300tfx25 was explanted from the mitral position after an implant duration of eight (8) years and four (4) months due to heavy calcification leading to stenosis. Reportedly, calcium deposits were found on all leaflets surface and leaflet base. The bases of two leaflets were fused, therefore one leaflet was not moving. Leaflets were also observed to be thickened. The patient was around sixty (60) year old at the time of the explantation. As reported, patient presented with shortness of breath and dizziness. A 25mm surgical valve was successfully implanted in replacement. The patient was noted as to be discharged home.

Event description:
Edwards received notification that this valve model 7000tfx25 was explanted from the mitral position after an implant duration of eight (8) years and four (4) months [patient around (60) sixty year old] due to heavy calcification leading to stenosis. Reportedly, calcium deposits were found on all leaflets surface and leaflet base. The bases of two leaflets were fused, therefore one leaflet was not moving. Leaflets were also observed to be thickened. As reported, patient presented with shortness of breath and dizziness. A 25mm surgical valve was successfully implanted in replacement. The patient was noted as to be discharged home. The explanted valve was noted to be available for return.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7000tfx25 was explanted from the mitral position after an implant duration of eight (8) years and four (4) months due to heavy calcification leading to stenosis. Reportedly, calcium deposits were found on all leaflets surface and leaflet base. The bases of two leaflets were fused, therefore one leaflet was not moving. Leaflets were also observed to be thickened. The patient was around sixty (60) year old at the time of the explantation. As reported, patient presented with shortness of breath and dizziness. A 25mm surgical valve was successfully implanted in replacement. The patient was noted as to be discharged home.